Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-05886 the patient has four leads, two of which are occipital (off-label) leads. The issue described herein refers to the occipital leads. It was reported the patient experienced ineffective stimulation. X-rays indicated the right occipital lead had migrated. Surgical intervention will be undertaken to address the issue.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05886. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the right occipital lead was repositioned. In addition, a new lead was implanted.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05886. Follow-up identified stimulation was restored following the procedure.